Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. A sys error 322 was confirmed through review of the device history log. Evaluation found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose screws will trigger an intermittent open/closed switch connection causing a sys error 322. The upper aux assembly will be replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump was alarming for sys error 322. It was also reported that there was no pt injury.